Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR report #1627487-2014-08314. It was reported the patient experiences the sensation of stimulation while her scs system is turned off. The pt's physician believes the sensation the pt is feeling is nerve irritation from the recent lead revision the pt underwent on (B)(6) 2014 (reference MFR report # 1627487-2014-23618 and 1627487-2014-23619). The pt will follow-up with her physician to determine if any further action will be taken to address the issue.